Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings. The user reported bg readings in the 250 mg/dl to 300 mg/dl range. The user reported that she tested her bg level with control solution and the results were outside of the range. The user reported that her doctor tested her a1c and received an average of 123 mg/dl.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.